Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, an afx vela suprarenal, and an ovation ix extender (off label - concomitant use with products outside the IFU) to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post initial procedure, the patient presented symptomatic emergently. Reportedly, computerized tomography identified a type ia endoleak and a type iiib endoleak. Re-intervention was performed by re-lining with an additional afx2 bifurcated stent and an afx vela suprarenal. The patient was transferred to ICU post procedure. Additional information: during the clinical investigation, the type ia and type iiib endoleak complaints were refuted, rather there was a type ii endoleak from a right accessory renal and lumbar arteries and a type ib endoleak of the left common iliac artery. Also, clinical assessment determined that there was evidence to reasonably suggest sac growth of 13mm, and a aortic rupture occurred.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that reported type ia and iiib endoleaks were refuted, rather there was a type ii endoleak from a right accessory renal and a type ib endoleak of the left common iliac artery. There was evidence to reasonably suggest sac growth of 13mm aortic rupture had occurred. The most likely causation for the type ib endoleak was user related due to the off-label nature of the left common iliac artery -concomitant product use condition. The type ii endoleak is anatomy related and non- device related failure. Both endoleaks contributed to the sac growth and rupture. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: method remove 3233 h6: conclusion remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, an afx vela suprarenal, and an ovation ix extender (off label - concomitant use with products outside the IFU) to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post initial procedure, the patient presented symptomatic emergently. Reportedly, computerized tomography identified a type ia endoleak and a type iiib endoleak. Re-intervention was performed by re-lining with an additional afx2 bifurcated stent and an afx vela suprarenal. The patient was transferred to ICU post procedure.